Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.